Manufacturer narrative:
G4: 15jun2020; b4: 16jun2020. The replaced blower motor assembly, and motor controller (mc) printed circuit board assembly (pcba) were returned for failure analysis. The blower motor assembly was tested and no failures were identified. It was determined that the root cause of the reported problem was failure of the output of the "u13" gate within the mc pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/20/2020.

Event description:
The customer reported a patient circuit occluded error. There was no patient involvement. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the blower assembly and the motor controller printed circuit board assembly and the problem was resolved.